Event description:
Cordis has been notified through legal channels that a male pt underwent implantation of an unk number of unidentified cypher stents in a coronary unk artery/arteries. Sometime after implantation, the pt experienced in-stent thrombosis. No further info regarding the pt, product, procedure, or event is available at this time.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Based on the available info, it is not possible to determine if a relationship exists between the cordis device and the reported event.